Event description:
A male pt was admitted for repair of a heart defect in 2007. Catheter was placed via the pt's right internal jugular vein. Routine prophylactic antibiotic given first 24 hrs post-operation, followed by antibiotic administration for eleven days in 2007. All blood and urine cultures taken during this time were negative. On the antibiotic administration, the catheter site was red, irritated, and oozing. The catheter was removed on the next day.

Manufacturer narrative:
Evaluation: still under investigation.